Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device was alarming and will not turn off. The screen lights up, but does not display anything. So, there is no way to go through the settings. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that device was alarming and will not turn off. Complaint confirmed while powering on pump and experiencing the same results. Tested all components and found a bad main printed circuit board (pcb), clutch set, plunger case and a noisy motor. The issues were fixed by replacing those parts accordingly. Device passed all performance verification tests.